Event description:
Caller stated that she tested on her device at 151 mg'dl and the doc's device read 75 mg/dl. Mo treatment received. No quality controls were used. Requested return of suspect device and replacement was sent.